Manufacturer narrative:
(B)(4). The device was returned to baxter and an evaluation was performed. The evaluation confirmed the reported symptom does not recognize door latched through the event history log, but could not reproduce the reported symptom. The upper auxiliary assembly was replaced, which is a known contributor to door not fully latched alarms.

Event description:
It was reported that a spectrum pump does not recognize door latched. It was also reported that there was no patient injury.